Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly reported in the field was verified in the laboratory. Initial analysis confirmed the possible hv output circuit damage alert and intermittent telemetry. Bench tests found normal hv output characteristics after reloading the product code, but communication was lost during additional hv tests. It is believed that the hv circuitry and the communication circuitry became damaged during lab testing. Hence, the root cause could not be determined.

Event description:
It was reported that the patient was having dft's performed per the physician's protocol. The patient was induced to vf, the device diagnosed vf, charged and delivered a 30j shock, but the patient remained in vf. While the device was charging for the next hv therapy, external defib was delivered to rescue the patient. The device then displayed a message that possible output circuit damage occurred. The device was explanted and replaced.